Event description:
Patient reported that the infusion set was leaking. Her blood glucose was not affected and no treatment was received. Patient switched to a new infusion set after discovering the leak.